Event description:
It was reported that during a catheter placement procedure, the electrode allegedly broke off in the yellow hemostatic valve. It was further reported that the device was difficult to remove. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was completed and there was nothing to indicate a manufacturing related cause for this event. Investigation summary: a sample evaluation was performed. As received, one endoavf venous catheter. The electrode appeared broken off and was not returned with the sample. Microscopic visual observation revealed a segment of the electrode which was attached to the electrode housing. A kink on the catheter was noted approximately 7.1cm from the distal end. The yellow valve crosser appeared deformed. The investigation was confirmed for break. The investigation is inconclusive for difficult to remove. The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. Expiry date (09/2021).

Event description:
It was reported that during a catheter placement procedure, the electrode allegedly broke off in the yellow hemostatic valve. The procedure was completed using another device. There was no reported patient injury.